Manufacturer narrative:
Device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
The patient was implanted with her scs system consisting of an ipg and lead on (B) (6) 2004. It was reported that the patient requested to have the system explanted. The physician removed and discarded the ipg but left the lead in place. The patient was sent for an MRI and the MRI technician was unaware the lead remained in the patient. It was reported that during the MRI the patient complained of pain at the old ipg pocket site where the lead was cut and also down her hip and down her leg. No devices were returned for evaluation and no further information is available.